Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported that a patient was injected in the prejowl and chin with juvéderm® volux¿ xc. A week later, the patient experienced ¿swelling, pain, erythema, nodule¿ at the injection site. Six days later, the patient was treated with bactrim and doxycycline po. Three days later, the bactrim was changed to po clarithromycin and the patient was given a prednisone taper. Two weeks later, the patient was treated with clindamycin and ciprofloxacin po. Two days later, a non-diagnostic ultrasound was performed for ¿concern for abscess,¿ resulting in the discovery of ¿an abscess. The patient was encouraged to visit a plastic surgeon and the ER. The patient also had ¿submental swelling¿ and the healthcare professional hypothesized that the patient was ¿struggling with lymphatic draining¿ in that area. The event is ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected in the prejowl and chin with juvéderm® volux¿ xc. A week later, the patient experienced ¿swelling, pain, erythema, nodule¿ at the injection site. Six days later, the patient was treated with bactrim and doxycycline po. Three days later, the bactrim was changed to po clarithromycin and the patient was given a prednisone taper. Two weeks later, the patient was treated with clindamycin and ciprofloxacin po. Two days later, a non-diagnostic ultrasound was performed for ¿concern for abscess,¿ resulting in the discovery of ¿an abscess. The patient was encouraged to visit a plastic surgeon and the ER. The patient also had ¿submental swelling¿ and the healthcare professional hypothesized that the patient was ¿struggling with lymphatic draining¿ in that area. The event is ongoing.